Event description:
The pt is approximately 7 months status post anterior cruciate ligament reconstruction. The pt had done significantly better but then began having increasing symptoms in her left knee. Preoperative evaluation is consistent with possible inflammation from the bioabsorbable screws. The arthroscope was introduced into the knee in a normal manner. Significant amounts of scar tissue were noted throughout the knee. These were debrided. Also throughout the knee were noted small fragments (1mm size bits) of bioabsorbable screw which appeared to have been starting to degenerate. These were removed as best as possible as well as the rest of the bioabsorbable screw which was taken out in small pieces in a piece meal fashion. A small incision was made over the anterior aspect of the knee and the bioabsorbable screw from the tibial tunnel was removed as well. This again came out in small pieces.